Event description:
It was reported that customer received a minimum fill notification while attempting to load new insulin cartridge into pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer confirmed sufficient insulin in cartridge and, after cleaning pneumatic tap area as instructed by technical support and reloading same cartridge, successfully loaded cartridge and resumed insulin delivery.